Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with pre-operative diagnosis of: bilateral pars defect and severe bilateral neural foraminal stenosis; degenerative disk disease, l5-s1 and underwent lumbar laminectomy, bilateral medial facetectomies and foraminotomies, l5-s1, removal of a gill fragment at l5, transforaminal lumbar interbody fusion l5-s1, cage insertion at l5-s1, aspiration of bone marrow aspirate from the pedicles of l5 and s1, posterolateral fusion with pedicle screw instrumentation at the l5-s1 level augmented with local bone autograft and beta tricalcium phosphate allograft with rhbmp-2/acs. Implants used: four titanium screws measuring 6.5-mm in diameter by 25 mm in length, two 40-mm precut rods, one large rhbmp-2/acs kit, beta tricalcium phosphate allograft from synthes, measuring 50 mm in length, a peek cage measuring 26 mm in length x 40 mm in height. Per operative report: a 5.5 tap was then used to tap the pedicle of l5 and pedicle screws measuring 6.5 x 40 mm in length was then placed in the pedicle of l5. A similar procedure was then used to place pedicle screws at the s1 pedicle on the right and on the left l5 and s1 pedicles. Each pedicle screw was stimulated to receive approximately 20 milliamps of current, and there was no significant abnormality noted. Ap and lateral fluoroscopic views of the lumbar spine were obtained that confirmed adequate placement of the pedicle screws in both the ap and lateral planes. A 14-mm rod was then placed on the right l5 and s1 pedicle screws and held in position with set screws. A different set of trials were then placed at the l5-s1 level and a #14 trial was found to have adequate fit. Bone obtained from the gill fragment was placed in a bone meal and morselized into small pieces. This was then packed against the anterior annulus at the l5-s1 level. The rhbmp-2/acs was then reconstituted with bmp according to the manufacturer's instructions and placed in his collagen sponge. This was then cut into small strips and packed against the anterior annulus of l5 and s1. A peek interbody cage measuring 40 mm in height by 26 mm in length was then filled with morselized bone graft together with rhbmp-2/acs and this was placed at the l5-s1 disk space in such a manner it was centered in both the ap and lateral planes. Another 14-mm rod was then placed on the left l5 and s1 pedicle screws and set screws were used to hold the rod in position. Compression was applied against the construct and the set screws were tightened and sheared off bilaterally. The beta tricalcium phosphate allograft was cut into 2 halves each measuring 50 mm in length, and it was then mixed with local morselized bone autograft and wrapped around with rhbmp-2/acs and placed and this was then placed on the transverse processes of l5 and s1 bilaterally. This process constituted the posterolateral fusion of l5-s1. The final ap and lateral views of the lumbar spine were obtained that showed adequate placement of the screws, rod peek and interbody cage. There were no patient complications. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.